Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "3.8 inspection of the endoscopic system" inspection of the air-feeding function/inspection of the objective lens cleaning function states methods of detection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (air insufflation not working) was confirmed. In addition to the foreign material in the nozzle, additional evaluation findings were as follows: the water supply volume did not meet the standard value, the bending section cover adhesive was cracked, the air/water cylinder and the suction cylinder had discoloration, the plug unit had a scratch, the insulation resistance value at the distal end, the water supply volume, and the bending angle in the up direction did not meet the standard value, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, that when using an evis exera iii colonovideoscope, the air insufflation did not work. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the nozzle was clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.